Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in germany. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the device needle tip fractured off. The correct surgical technique was used. No complications, impacts, or surgical interventions were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event is confirmed from the provided picture. Visual examination of the provided picture identified that the needle of the device has fractured. Fracture analysis has been previously analyzed in an internal technical report, where bending overload was identified as the mode of failure. The number of cycles cannot be determined from the provided picture, and anchors/sutures are not visible in the provided picture. Product information cannot be verified. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.